Manufacturer narrative:
Exemption number: e2015015.

Event description:
The dentist reported that 4 years after dental implant was installed in intraoral region #20, its loss of osseointegration was observed. In addition, the patient presented bone type ii, 60ncm of primary stability was achieved and biomechanical overload has happened.